Event description:
It was reported that a patient underwent a gynecological procedure on an unk date. During the procedure, the unit was acting slow and sluggish. The case was successfully completed with an unk number of disposable handpieces with no adverse patient consequence.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007; conclusion- a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.